Event description:
It was reported that the asymptomatic patient presented to the hospital for an unrelated lead revision procedure. During the procedure, the physician had a difficult time removing the lead from the device header and it was noted that the hex wrench had snapped off. The device was explanted and replaced successfully. The patient was in stable condition post surgery.

Manufacturer narrative:
No conclusion code available. Final analysis found foreign material in the connector block threads and setscrew. This made it difficulty to untighten the setscrews. It was suspected that a manufacturing anomaly may have occurred.